Event description:
Describe event or problem: complainant alleged that the medics were monitoring a pt (age and gender unknown), when the device display went blank. The medic then tapped on the top of the device and the display returned. At a later point on this call the device screen again went blank, the medic tapped on the device and the display returned. When the malfunction occurred the medics were able to use the device recorder to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Subsequent to the call, the device malfunction was not able to be duplicated.